Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that during an intraocular lens (iol) implant procedure, the lens was implanted then removed due to a minor scratch in the middle of the lens. They were unsure if the scratch on the lens was a product fault or a scratch that has occurred at surgery as they couldn¿t see it until the lens was put into the eye. The procedure was completed with another lens and there was no harm to the patient. The sample was discarded. Additional information was requested.